Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Factors that can potentially contribute to product compromised sterility may include, but are not limited to, manufacturing, handling during rework, handling at an affiliate, distributor, or the account. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the guide wire was intended to be used in the procedure and the plastic outer bag was opened. The device was not used after all and inadvertently placed back in stock for future use as the foil pouch was not opened and sterility was not compromised; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that before use, the top of the outer pouch of the device packaging for the pilot 50 190 cm was noted to be unsealed/opened. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.